Event description:
Procedure type: low anterior resection according to the reporter: the surgeon was concerned for the tissue's condition. He applied the dlu and staple formation failed. There was no other product to recover the tissue, so the surgeon converted the procedure to an open surgery.

Manufacturer narrative:
(B)(4).